Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, an esophageal procedure was performed on a patient. However, the study does not appear to be normal in that the user believed that the parts of the study were not transmitted to the recorder. A repeat procedure will be scheduled due to the alleged device malfunction. There was no harm to the user or the patient. No other known adverse events were reported.